Event description:
The pt reported the scs lead was replaced due to the lead becoming "weak".

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Additional review of the patient's medical record identified prior to the patient's explant on (B)(6) 2011, the patient experienced ineffective stimulation as well as high impedances from her scs lead and subsequently underwent a revision procedure on (B)(6) 2011.